Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. Per death certificate, the cause of death was listed as cardiac arrest, ischemic cardiomyopathy, coronary artery disease, renal insufficiency, and insulin dependent diabetes mellitus. On (B)(6) 2015, the customer had an accidental fall. The caller stated that the fall was not blood glucose related. The customer went to a hospital, was scheduled for a surgery, however, had electrocardiogram and was told that her heart was weak. On (B)(6) 2015, the customer went into ventricular fibrillation five times, was revived, until she passed away. The caller stated that in the past, the customer had high blood glucose of up to 400 mg/dl and above 500 mg/dl. The customer also had some low blood glucose events which wear treated with food and soda. The caller was unsure whether the customer was wearing the insulin pump at the time of death or not. The customer did not use sensors. The caller does not know where the insulin pump is.